Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump would not beep. The patient's blood glucose at the time of incident is unknown. The pump would not beep during the self test. The customer increased the volume of the pump and repeated the self test, but there were no beeps. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. The audio functioned properly during the self test. No audio anomaly was noted. The insulin pump was received with a cracked case at the reservoir tube lip, cracked battery tube threads, minor scratches on the display window and scratched keypad overlay.